Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an infusion set bent cannula issue event on (B)(6) 2026. The highest recorded blood glucose level was 380 mg/dl and treatment was administered using an insulin pen. The issue occurred with five catheters. No further information available.